Event description:
First report of incident in 2004: snare broke while trying to remove a stent which dislodged. Loop of snare broke and pt went to surgery to have stent and snare loop removed. Second report of incident the next day by e-mail. Medical center had a 4.0 mm microsnare break off in a body. They had a bare metal stent dislodge off the delivery balloon at the top of the descending aorta but was able to snare it down to the tip of the femoral arterial sheath. Then the cardiologist pulled too hard bending the stent and eventually the snare fractured off its delivery wire as doctors were attempting to remove the snare/stent/sheath out of the body leaving behind only the 260 cm guidewire leaving the snare loop and stent in the common femoral artery. Both pieces were recovered grossly intact by the vascular surgeon.